Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention for lead migration that resulted in ineffective stimulation (reference MFR report: 1627487-2013-15762). Both leads (with the same lot number) were explanted and replaced. The ipg was also electively replaced during the procedure.